Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent a procedure for a permanent scs system. It was reported the pt experienced a cerebrospinal fluid (csf) leakage due to a dural tear. The physician indicated the tear occurred due to scar tissue around the dura. Postop the pt experienced a headache and vomiting and was hospitalized. The pt's symptoms resolved and she was discharged from the hospital.